Manufacturer narrative:
Although the customer initially reported a blank screen, review of the AED's internal log files determined that the AED was reporting a service code due to previous battery fully depleting within the unit. Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. On (B)(6) 2025 the AED identified that the AED battery was getting low and attempted to alert the user by flashing its red asi and chirping. The AED continued to flash and chirp until (B)(6) 2026 when the battery pack became completely depleted. There was no evidence in the electronic logs of any human interaction to address the aeds condition until (B)(6) 2026 when a replacement battery pack was inserted into the AED.

Event description:
An international distributor reported their customer's AED screen was blank. The customer did not report this occurring during patient use.